Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the aortic component¿s complaint is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review however the off-label concomitant product use of a non endologix proximal extension contributed to the reported event. The final patient status was reported to be pending further intervention following an unsuccessful secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft, a non-endologix (gore excluder leg) and a vela infarenal endograft to treat a abdominal aortic aneurysm (aaa). Due to an intraoperative 1a endoleak, an additional non-endologix (gore -exclude) proximal stent graft was implanted. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Now approximately (2.5) two and a half years post initial procedure, a type 3a endoleak was confirmed between the afx2 main body and vela infarenal endograft. A re-intervention was completed and three (3) non-endologix (gore - excluder) stent grafts were implanted however the type 3a endoleak still remained. Patient will continue to be monitored.